Event description:
The nurse, after wearing the gown, noted a rash on her neck and left side of face. Scattered blotchy areas were noted on her arms along with itching. Two hours after the initial reaction, she developed more extensive hives and wheezing. She went to the emergency room where she received IV benadryl, IV solu-medrol, and IV pepcid. Upon discharge, she was given prescriptions for atarax, pepcid, and prednisone. She also had an episode where she brushed up against someone wearing the gown, and developed hives at the site. The nurse has been sent to employee health for further evaluation, and may be seeing an allergist.

Manufacturer narrative:
The customer was not able to provide the lot number, therefore, the device history record could not be reviewed. Historical trending was done. The customer also was not able to provide the sample. Since there was no lot number or sample available, an investigation could not be conducted to determine if there was any deviation that could have led to this complaint. The root cause could not be determined. This product is made of (B)(4), and has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing a reaction can not be ruled out. Relevant production personnel were informed of the complaint. We will continue to monitor complaints for any such issues.